Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Placement date changed to unknown. The complaints coordinator called and confirmed that the dental center has no idea about the error and they are unable to provide the correct placement date. They believe it was a transcription error on the part of the assistant. Zimvie received one (1) nt3211, (osseotite® tapered implant 3.25 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was fractured at the body. The remaining part of the implant was not returned an unknown abutment, unknown screw, and crown were also returned. No failures were identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2016111622. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2016111622 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root cause determined is patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number 36 failed because it fractured at the body. The doctor reports that the procedure was concluded by placing another implant.